Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction/intraocular lens (iol) implant procedure, while trying to implant the iol into the capsular bag, he felt some resistance and noticed under the microscope that the plunger is on top of the iol. He moved the plunger backward and then pushed it forward until it was holding the trailing haptic correctly. He proceeded with the implantation. When the iol unfolded into the capsular bag, he noticed there was a scratch on the optic of the iol. While removing the iol from the eye due to the scratch, the leading haptic caused a hole in the iris.